Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch had been triggered for this system due to a pacing measurement greater than 3000 ohms on the right ventricular channel. A boston scientific technical services consultant documented the clinical observations and recommended in clinic testing. It was noted that the associated device was recently implanted and interfaced to this chronic right ventricular lead. No adverse patient effects were reported.